Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that only the drill guide, drill bit, and suture inserter were returned for investigation. No problem was noted with the suture inserter. Circumferential abrasions were noted on the drill bit and the drill guide. When inserting the drill bit into the drill guide interference was noted with the abrasions. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
It was reported on 08/23/2022 by a sales representative via email that an ar-3670 biceps implant drill bit got stuck inside the drill guide. This was discovered during a case with no patient harm.